Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with shortness of breath. It was noted the right atrial (ra) lead exhibited undersensing and oversensing on stored episodes. The ra lead remains in use. No further patient complications have been reported as a result of this event.